Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm and a motor position encoder error alarm on the insulin pump. Customer stated that everything reset. Customer stated that it will prime until he sees the insulin come through the tubing, but then it says motor error and it does not want to give any more insulin. Customer does not use the sensor feature on the insulin pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was advised to return the pump. No additional information provided.